Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient had blood glucose levels in the 300 mg/dl range with moderate increased thirst and urination when the pump got down to 20 or 25 units left in the cartridge. The reporter denied any abnormalities at the infusion site and confirmed no noted issues with the infusion set. The reporter indicated that the cartridge was filled with 100 units and was changed every 3 days. The reporter stated that they do not trust the pump delivery when the cartridge gets to 20-25 units of insulin remaining. The reporter indicated that the patient's insulin needs were the same and the event was not related to need for adjustments. The pump history was reviewed with the reported and indicated that the pump appeared to be delivering appropriately. Customer support advised the reporter that the issue could be related to the site and not the pump; the reporter indicated that the issue did not appear to be related to the infusion set. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the pump delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump histories. A 10unit audio bolus and 10unit normal bolus were successfully performed and accurately recorded in the pump history. A review of the pump settings show the "low cartridge warning" level was set to 20units. The black box shows no interruptions in basal deliveries after receiving and confirming a low cartridge warning. A low cartridge warning was reproduced during investigation and the pump emitted the appropriate audio-visual alerts. Basal deliveries continued after the warning was confirmed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.